Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:16:52. During night drain cycle one, the patient's ultrafiltration reading was 2253ml, indicating the home patient (hp) drained 2253ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.